Event description:
My son's first libre 3+ sensor was connected with his insulin pump on (B)(6) 2025. On (B)(6) 2025 it was not working. My son was not able to detect why it stopped working. I assisted him & removed the (B)(6) sensor. Our insurance only allowed total of 2 sensors for the month. I applied the only other sensor we had on (B)(6) 2025. On (B)(6) he slept from 2 pm to 9 pm. At 930 pm he was throwing up as he has done in the past with dka. I called libre 3 + company on (B)(6) 2025. The number I called was (B)(6). They said they would send a new one & a box to mail them the defective sensor back to them. We still have not gotten a sensor replacement. Walmart pharmacy refilled his two new sensors in time for the new change. Today I called libre 3+ company twice; I was on hold for over 15 minutes each time. Both times I was disconnected. I never spoke to anyone. Online attempts to get help today was wasted. Their online form to fill out would not take his (B)(6) 2025 serial number of: (B)(6). The lot number is: t60003596. This is the same lot number that walmart alerted us to on a (B)(6) 2025 letter. We haven't detect any other liber 3 + false readings. My son is not himself since he's been on the libre 3+ system since (B)(6) 2025. He's sleeping way too much, greater amount of fatigue, less interest in his daily activities, less interest in life & self care nor eating. He has made slow but steady progress since he was on the dex g7 sensor from (B)(6) 2024 to (B)(6) 2025. It's a great puzzle to me, an retired rn, for theses changes to be appearing since the liber 3 + was added on (B)(6) 2025. I'm hoping these other libre 3+ sensors are working well. Before he had the insulin pump, he was on the libre 2 sensors when he injected his daily insulin. Those sensors didn't always work. The libre company replaced a number of them for us as they malfunctioned. Please alert us of any additional concerns about this product. He needs to be safe while using this product. This equipment needs to be safe!! Thank you, (B)(6), poa for (B)(6), I'm his care giver and his mom. (B)(6). If necessary, a pump report can be obtained by his md.